Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for evaluation. The root cause of the non-union is undetermined. The original implant was replaced with an 9mm x 340mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. Each fracture is unique to the patient and the fracture. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was replaced due to a non-union found during a f/u visit.